Event description:
New information received notes that the physician elected to explant and replace the ICD. The patient condition was stable.

Event description:
It was reported that a long charge time alert was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Reported event of slow charging was confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of device image indicated charge time out occurred during capacitor maintenance. The high voltage capacitors were analyzed, arcing to one of the capacitors was found, which occurs any time a breakdown in electrical stand-off is reduced. The arcing anomaly in high voltage capacitor caused reported event.

Event description:
New information received notes that there were no patient consequences.